Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead fracture under the clavicle. Lead is suspected to be fracture due to patient weight lifting. At the moment of extraction, the lead was destroyed so is not available to be returned. Lead was replaced with a new lead. No indication on product return. No additional adverse patient effects were reported.